Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The case was complex. The physician stented the proximal left anterior descending artery (lad) by deploying a 3.5 x 16 mm taxus express2 8.8% drug eluting stent outside of the body, hand crimping on two monorail balloons and deploying it at the carina of the lad-diagonal (dx) bifurcation. No problems were noted. He next placed kissing monorail taxus 3.0 x 20 mm stents in the distal portion of the first stent and deployed them at 8 atm (lad) and 10 atm (dx). He was able to withdraw the delivery balloon for the lad stent, but had extreme difficulty in withdrawing the delivery balloon of the dx stent. The physician did release the balloon to neutral pressure and still ended up sucking the guide into the proximal lad stent before the delivery balloon "popped" out. On withdrawal of the delivery balloon he noted it had visibly stretched and elongated. The lad and dx stents were easily recrossed with powersails 2.75 x 18 mm and the stents post-dilated to 24 atm (lad) and 18 atm (dx) with excellent angiographic and "icus" appearances. No apparent complications were noted. The pt's status is reported as good.